Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load the cartridge with insulin. There was no impact to the customers blood glucose level. Reportedly, after changing the cartridge and using the same needle customer was able to successfully load insulin into the cartridge. As tandem technical was not contacted at the time of the reported issue, no troubleshooting could be performed.